Event description:
Instrument failure - the calcar fractured during broaching of the size 6 broach from the tapefill hip system. The surgeon had to use the stryker cable grip system to place the cables around the fractured area, before implanting his final size 6 lateral offset taperfill stem. The starter broach in the system was not used prior to using the size 5 broach and up.